Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. Investigation is not complete. A follow up report will be submitted with all relevant information. The other clip delivery system is filed under a separate manufacturing report number.

Event description:
This report is filed for atrial septal defect with surgical closure. It was reported that the patient presented with degenerative mitral regurgitation grade 4 and a posterior medial leaflet flail. The clip delivery system became caught on the anterior leaflet at the lateral commissure, requiring surgical removal and mitral valve repair. During the surgery, the iatrogenic atrial septal defect from septal crossing was closed with sutures. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported atrial perforation appears to be due to user technique/procedural circumstances and there is no indication of a product quality issue with respect to manufacture, design or labeling.